Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing acid reflux that is leading to vocal cord damage. The physician was not sure if they believed the problem was being caused by vns as the patient has had vns for some time. No other relevant information has been received to date.

Event description:
Further information was received indicating that no setting changes were made prior to vocal cord symptoms. Paresis/paralysis has not been ruled out but damage to the vocal cord has not been established. Acid reflux is most likely due to vns stimulation as symptoms improved with lowered settings. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿acid reflux¿ is not available.